Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from (B)(6) bgm system to the results from a competitor's bgm system. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with the results obtained of 267mg/dl. The expected fasting blood glucose test result range is 115 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 03/28/2018 and open vial date is (B)(6) 2017.the meter memory was reviewed for previous test result history: 276mg/dl (B)(6) 2017 07:07 am fasting: no;230mg/dl (B)(6) 2017 12:59 am fasting: yes;267mg/dl (B)(6) 2017 11:00 pm fasting: yes;218mg/dl (B)(6) 2017 08:00 pm fasting: yes;182mg/dl (B)(6) 2017 04:30 pm fasting: yes.customer called in to report high readings on his meter. Customer states he went to the doctor to confirm if the meter is working properly and doctor stated that it was reading too high. Customer was comparing his results to another branded bgm system. Instructed customer that is not an accurate comparison. Customer is concerned with 267mg/dl fasting result.